Manufacturer narrative:
This report is submitted on september 15, 2021.

Event description:
Per the clinic, the patient experienced loss of abutment along with bloody discharge and pain. This issue was also received through FDA's medwatch program with the report number, mw5102747.